Event description:
Scrub nurse was setting up for a total knee. Nurse was attempting to pull the valley lab cautery pencil out of the holster when she noted a small piece flying out of the holster. Upon inspection it was determined to be a piece of bloody bone. Inside the holster was another piece.